Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported on behalf of his/her father in-inlaw who received a sensor of 3 mmol/l ((54 mg/dl) on an unspecified date and self-treated with sugar drink. Customer experienced dizziness and was seen in the hospital where a capillary reading of 30 mmol/l (540 mg/dl) was obtained on the hospital meter. Customer was treated with "hypoglycemic agent" that decreased the glucose level. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported on behalf of his/her father in-inlaw who received a sensor of 3 mmol/l ((54 mg/dl) on an unspecified date and self-treated with sugar drink. Customer experienced dizziness and was seen in the hospital where a capillary reading of 30 mmol/l (540 mg/dl) was obtained on the hospital meter. Customer was treated with "hypoglycemic agent" that decreased the glucose level. There was no report of death or permanent impairment associated with this event.